Event description:
A 26-yr-old female pt has been using disposable lenses for 2 yrs. She wore the lenses for 5 days, removed them for cleaning and kept them out for 2 days before reinserting for 5 more days after which the lenses were discarded. She presented to the clinic with a 2 day history of pain and photophobia in the left eye. The diagnosis was corneal ulcer 10 degree from central.